Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) fail to switch to mains.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse haven't seen any console failover issues. The only observation made is that the mains cable no longer rolled up in the trolley. The fse put the mains cable back in place. Following this, the mains cable has slight damage and it is to be replaced fairly quickly. For the rocker problem, this is the second intervention for a similar problem. So the fse changed the card. The fse turned the console back on and the restart went well. Battery test ok. Mains connection / residual autonomy satisfactory. Tests operating mode with simulator (pressure signal, ECG signal). No operating problem. Iec 60601 standard electrical safety test (earth resistance, leakage current and insulation resistance). Device complies with the recommendations and the tolerance ranges defined by the manufacturer. Functional equipment. The iabp was released to the customer and cleared for clinical service.